Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition and an inappropriate shock. It was noted that the patient had a mechanical valve and the lead went through the valve. An invasive procedure was performed. An insulation breach was noted near the proximal coil. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the lead insulation was abraded through exposing the rs- coils and dried blood/body fluid was noted in the lumen and was suspected to have entered through the abrasion site. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that the abrasion was likely caused by contact with the mechanical valve.